Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose level dropped to 27 (mg/dl) due to miscalculating carbohydrates for meals. In addition, the customer stated adrenaline during the day may have contributed to the customer's low bg level. Juice was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.